Manufacturer narrative:
The sample was lithium heparin and was centrifuged at 3500 rpm for 10 minutes. The low level qc was out of range high on (B)(6) 2010, however, upon repeat the results were within the established ranges. A bci field service engineer (fse) was on site on (B)(4) 2010, and discovered the wash pump piston was occasionally drawing in air. The fse replaced the wash valve rotor, primed extensively, and verified repairs per established procedures. All testing met the specifications. Although hardware issues were addressed, a definitive root cause for this event could not be determined. This reportable event was identified during a retrospective review of complaints within the date range 09/11/2010 - 10/22/2010 for additional reportable events/occurrences. This reportable event is related to previously submitted MDR 2122870-2010-00648.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated troponin (accutni) results within the risk stratification range generated by synchron lxi 725 clinical system for one patient sample. The result was reported out of the laboratory. Subsequent testing on an alternate instrument produced a result within the normal reference range. The customer did not know if there was any change to patient treatment in connection with this event.